Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229806 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved properly. Manual compression was performed. There was no reported patient injury. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. Mynxgrip vcd was used in a transcatheter arterial chemoembolization (tace) and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, after removal of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved properly. Manual compression was performed. There was no reported patient injury. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. Mynxgrip vcd was used in a transcatheter arterial chemoembolization (tace) and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after removal of a 5f mynxgrip vascular closure device (vcd), hemostasis was not achieved properly. Manual compression was performed. There was no reported patient injury. The device was prepped and used according to the instructions for use (IFU) and opened in a sterile field. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. Mynxgrip vcd was used in a transcatheter arterial chemoembolization (tace) and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant, procedural sheath and advancer tube were not returned with the device. The condition of the returned device is similar to a proper complete removal of the device. The device was inspected for any anomalies that may have contributed to the reported incident and no anomalies were observed. Since the device was not returned with the sealant, sheath or advancer tube, no functional test could be performed on the returned device. No visual non-conformities were observed on the returned device. A product history record (phr) review of lot f2229806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed due to the condition of the returned device. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is difficult determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests the device was completely removed with no damages/anomalies noted. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the phr review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.